Event description:
A physician reported that during an intraocular lens (iol) implant procedure, requested an normal iol and the package was confirmed of the correct power. When injected the iol and as it was unfolding physician amazed to see the usual toric iol marks on the optic. The physician explanted the iol and replaced it with another normal lens. Additional information was received stating surgical intervention required as a result of event was iol extraction and replacement and patient was not hospitalized as a result of this event. Additional information received via medwatch program stating the surgery performed was left eye cataract extraction surgery and intraocular lens (iol) implantation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned in the opened lens carton. Part of the additional label set was returned. The lens was inside the lens case. The lens was returned in two pieces, typical when an iol is removed from the eye. Ophthalmic viscosurgical devices (ovd) was observed on the lens. The lens was cleaned with klrp. Toric axis marks were visible on the lens pieces. The power and resolution were verified by a trained technician. The lens met specifications for an 20.5 diopter lens. Photos were provided that matched the returned product. The lens was returned and the reported complaint was verified. The lens was not the indicated model/diopter per the labelling; based on results of the sample evaluation the returned lens was determined to be an 20.5 diopter lens. The most likely root cause was determined to be improper line clearance at the casing operation. As contributing factor lack of attention was identified. A lens with toric marks was cosmetically inspected and cased with a non-toric batch. The toric marks were not detected during the cosmetic inspection. Based on the investigation results/manufacturing record reviews this was determined to be a single incident. The manufacturer internal reference number is: (B)(4).